Event description:
Prior to the implant of the subject device, a problem associated to the packaging was observed. While opening the tyvek cover of the outer sterilized package, the inner sterilized package also opened.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.